Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2 repeatedly failed. User was able to recover upon reboot but keeps failing repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2 was failed. A field service engineer explained that the customer had reported multiple issues with the half height cubie in drawer 2.1 and upon arrival at the location, no failures were observed, and the customer was unable to replicate the issue. The diagnostics tool showed that cubie pocket d5 had logged several micro errors. The customer unloaded the medications and removed the cubie pocket to resolve the issue. The system functioned as intended after the field service engineer repaired the device.